Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm occlusion occurred while the customer was requesting a bolus. There was no impact to the customer's blood glucose level. The customer changed out all supplies and the issue was reported to be resolved.